Event description:
(B)(6) (nurse) called on behalf of a resident. She stated her meter isn't reading strips, continues to give errors, and stating the battery is low and needs replaced. She's only had the machine for a couple of months.